Manufacturer narrative:
Corrected data: in the initial report section b2 was not completed. This field has now been indicated as required intervention to prevent permanent impairment/damage. Additional information: customer provided additional information. As a result of this additional information the following fields have been updated accordingly; section b3, date of event: is (B)(6) 2020. Section e1, initial reporter is physician's name is (B)(6). Section e2, health professional? Yes. Initially reported as no. Section e3, occupation: physician. Initially reported as blank. The customer also explained that the patient outcome is 20/25. And the replacement lens is model zcu150 diopter 21.5 diopter lens. No further information was provided. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in pieces (not all pieces received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: unknown/no information. Date of event: exact date is unknown, not provided. Best estimate is between (B)(6) 2020 - (B)(6) 2020. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) was exchanged due to residual astigmatism observed during a post-op examination. The patient experienced blurry visual acuity (va). Va pre-operative 20/30, va post-operative 20/40. Reportedly, there was no vitrectomy, sutures or incision enlargement required. No further information was provided.